Event description:
The pump has a defective input for the filter. The screw nut and knobs were loose and not working properly.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.